Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, e1, g3, g6, g7, h2, h3, h4, h6, h10, h11. Corrected fields: d4 (version or model #, catalog #, unique identifier (UDI) #), g1, h4. A phone number for the event site was not provided; however, a phone number of the contact person at the customer or complainant site was provided as (B)(6). A getinge field service engineer was dispatched to investigate the issue. The fse performed a full calibration and functional checks but no leaks were found. The helium cylinder seal was replaced as a precaution, and tested over several days but no leaks were detected. The reported issue was unable to be reproduced. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported during a routine check that the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.